Event description:
The returned implantable pulse generator (ipg) was analyzed and r&d investigation found that the log records were not properly written due to an interruption of power to the pcba (printed circuit board assembly). Before the battery is attached, the pcba receives power from the ate (automated test equipment) test fixture through an external connector. Since log record writes by firmware are asynchronous to any ate test procedures, it is possible that power is removed from the pcba during a log record write. Any corrupt log records due to this reason should not indicate any issue with the stimulator. With all the available information, boston scientific concludes that the patients ipg having an error message was caused by the log records not being properly written due to an interruption of power to the pcba.